Event description:
New information stated that the patient¿s therapy changed following a magnetic resonance imaging (MRI) scan.

Event description:
It was reported that the patient experienced a change in therapy effect. It was reported that for about four months, they were getting good therapy at 4.9 mg/day and now were up to 15 mg/day with less pain relief. A catheter dye study was performed and there were no issues but it was believed that the catheter had "moved up." It was later reported that the patient had not been getting efficacy for the last couple of months. The patient was continued to be increased on the medication and still no efficacy. A revision was performed on (B)(6) 2012. The catheter was fully replaced. During surgery, it was noticed that the clear sleeve on the sutureless connector was not over the connection. No leakage was noted and the catheter was free flowing of csf. It was replaced anyway. The drug in the pump was morphine.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).